Event description:
It was reported that the patient presented in clinic for follow-up and the pulse generator exhibited backup vvi mode. Device replacement would be scheduled due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.